Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer (fse) flushed all tubing lines from the injection valve to the pre-filter. The pressure dropped from 11.5 mpa to 7.8 mpa (ideal pressure should be approximately 6-9 mpa). The fse then performed drain flush twice to clear clot from patient samples and primed the analyzer two (2) times. The instrument was performing within specifications. A 13-month complaint history review for serial number (B)(4) found two (2) similar complaints during this time period. The g8 operator's manual states under chapter 2 that approximately 6-9 mpa is the ideal pressure, however, every instrument is slightly different and the combination of different columns with different instruments may sometimes show a slightly higher or lower pressure than the ideal 6-9 mpa. Some judgment may be necessary. Error message 706 syringe-l occurs when an operational error occurs with the large syringe. The operator is instructed to inspect the large syringe. The most probable of the reported issue was due to a sample clot in the internal tubing from the injection valve to the pre-filter.

Event description:
On (B)(6) 2017 a customer reported getting 706 syringe-l error message and high pressure; therefore, was unable to run patient samples for hba1c. On (B)(6) 2017 a field service engineer (fse) went on-site to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. G. 3. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.